Event description:
It was reported during npwt utilizing a renasys touch, it was unable to charge the battery due to defective device, and the ac adapter come off the device at the same time is turn off. The treatment was continued with a back-up device. The device will be returned to (B)(4) local service for evaluation. The results will be shared after its completion.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device can charge the battery without problems by using another ac adapter, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.